Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 10 mmol/l at the time of the incident. The insulin pump fell and exposed to moisture. The insulin pump went blank after moisture exposure. Customer used new battery, but the display did not return. The insulin pump not working. Insulin pump will be returning for analysis.